Event description:
It was reported that the ventilator shut down while connected to a pt. Unk if the ventilator alarmed when the reported problem occurred. No pt harm reported.

Manufacturer narrative:
Na